Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable device detected ventricular noise leading to oversensing and a lead safety switch. Isometrics was unable to reproduce noise, but when hearing aid was placed in close proximity, noise was reproduced. The sensitivity was reprogrammed and normal follow ups were implemented. Currently, this device remains implanted and in service. No adverse patient effects reported.